Event description:
Solicited - per patient, he had 2 cassettes that were not working in both pumps. He had to start new mix and start new cassettes in both cases. Patient didn't have the lot number saved and had discarded the cassettes. No other information provided. No interruption in treatment reported. No side effect reported. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available to be returned for investigation? No; did we [MFR] replace the cassette? No, pt has cassettes on hand to use; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining" yes; what is the outcome of the event? Resolved. Reported (B)(6) by pt/caregiver.